Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the devices that the doctor has been using have been presenting problems and she said it was three units that gave the problems so far, two with the same lot number. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m91c0a. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The reported event could not be confirmed as any dropping or ejecting clips were note during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.